Event description:
An infusion pump delivering epinephrine alarmed "occlusion". The pump was changed and the tubing was changed but the alarm persisted. Blood was drawn through the line. A bolus of epinephrine (1/2 amp) was given to the pt. This caused the blood pressure to increase, possibly damaging a graft. The pt died. The second pump passed all performance tests. It is likely that there was an obstruction in the catheter that caused the occlusion alarms.